Manufacturer narrative:
Initial report submitted on 06 aug 2024, per MFR report#: 3003637635-2024-00015. The complaint device was not returned. Therefore, testing of the actual device in the reported case is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is underminable.

Event description:
The customer reported as follows: "during closure dr went to remove sheath it split inhalf." What troubleshooting steps, if any, resolved the issue?: was able to remove without complications. Patient present at time of event?: yes. Patient complications: no patient complications. Type of procedure: angio. Device/procedure outcome: unable to use device - attempted, procedure completed patient outcome: f26: no health consequences or impact as reported device codes: 1048: break . As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will not be returned for an evaluation. Information provided by the customer and the DHR review will be done as part of the root cause investigation.